Event description:
During a rotational atherectomy of left anterior descending artery(lad), rota device was inserted and rota pass attempted twice by doctor. Device was then removed and two radiopaque foreign bodies were noted in lad. Doctor was unable to snare foreign objects from lad.what was the original intended procedure?rotational atherectomy of lad.